Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump prime history showed no evidence of loss of cartridge detection but showed large prime volumes. During the load step the pump stopped before meeting the cartridge at 206 units. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and the force sensor resistance was out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation.